Manufacturer narrative:
Conclusion: according the information received, the user's rondo 3 audio processor was damaged on the housing. During the repair process a leaking battery was detected. It can be assumed that the damage to the rechargeable battery inside is caused due to strong mechanical stress. This is a final report.

Event description:
The user's device showed a cracked housing. To date no injury was reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's device on the right side was reported to show damage of the housing (welding) while the device on the left side showed a cracked housing. Upon investigation at hq it was noticed that the device on the left side also had a leaking battery and a broken welding seam. Further information has been requested.